Event description:
It was reported by svc report that the brakes could not be engaged on both sides due to jammed pedals. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: brake crank assembly brass inserts separated from the brake cam at the foot-end.